Manufacturer narrative:
The investigation for this report is ongoing. This is one of two manufacturing reports being submitted for this case. Please reference related manufacturer report.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure with a 26mm sapien 3 ultra resilia valve, the balloon would not deflate completely, so the team attached a syringe to the delivery system which completely deflated the balloon. After the sheath was removed from the body, it was found to be torn at the liner. It was confirmed there was no difficulty withdrawing the delivery system through the esheath. A 7mm x 5cm covered stent was successfully deployed in the right femoral artery due to a perforation/dissection and the patient was stable. Per follow-up communication, the injury was thought to have been caused by calcium in the femoral arteries and puncture site.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging confirmed the fully delaminated liner. Additionally, imagery was provided of the patient's anatomy, revealing undersized vessel regions (below minimum luminal diameter of 5.5mm for use of the 14f esheath+), calcification was present in the patient's access vessels and notably near the aortic bifurcation, and tortuosity was also present in the patient's access vessels. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. In this case, sheath liner delamination was confirmed based on the provided imagery. Available information suggests procedural factors (withdrawal of altered balloon profile) and non-coaxial alignment from patient factors (calcification, tortuosity, undersized vessels) likely contributed to the event as it was reported that the balloon would not deflate completely. Additionally, calcification, tortuosity, undersized vessels were present in the patient's access vessels. Withdrawal of a delivery system with an altered balloon profile (residual fluid in balloon) can lead to the system to catch onto the sheath liner. Non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors (such as calcification, tortuosity, and/or undersized diameters) are present near the sheath distal tip. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. This is one of two manufacturing reports being submitted for this case. Please see related manufacturing report.

Manufacturer narrative:
A supplemental MDR is being submitted, due to imaging review completed. B4, g3, and h2 have been updated. B5 has been corrected. The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure with a 26mm sapien 3 ultra resilia valve, the balloon would not deflate completely, so the team attached a syringe to the delivery system which completely deflated the balloon. After the sheath was removed from the body, it was found to be torn at the liner. The patient also had calcium in the femoral artery prior to the procedure. A 7mm x 5cm covered stent was successfully deployed in the right femoral artery due to a perforation/dissection and the patient was stable. Per follow-up communication, the injury was thought to have been caused by calcium in the femoral arteries and puncture site. Device-related imagery was provided; the distal end of the liner appears to be fully delaminated and a torn liner was not visualized.